Event description:
It was reported that the ventricular thresholds had elevated significantly over the past 6 months. Patient reported to have pre-syncopal symptoms. The ventricular impedance was relatively stable but has increase a little. It was speculated that it could be either due to micro-dislodgement or extra fibrous tissue growth. Lead revision was recommended. No further information is available at this time.